Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy was not helping like the trial was, they were getting no relief from their symptoms and were having accidents. The patient stated they were going to the bathroom more often than the trial, were waking up at night to go to the bathroom, and when they woke up, they had to run to the bathroom. The patient increased stimulation from 0.6 on program 3 to 0.7 where they felt comfortable. The patient stated they weren¿t sure whether the electrodes were in the wrong place or what, but randomly they would get shocked and it would radiate down their leg and back up. The patient stated the shocking was almost debilitating as it would knock them off of their feet. The patient stated it was random, but they would notice if they put more pressure on their right leg or lift the left leg, they would sometimes feel it. The patient was redirected to their healthcare provider to address the lack of relief and shocking and an appointment was noted for the following day. No further complications were reported.